Event description:
It was reported that the patient underwent a lead revision procedure due to an unknown reason. The patient was doing well postoperatively. Nothing was removed or implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.